Manufacturer narrative:
Date rec'd by MFR: 11jun2019. Date of report: 24jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The blower temperature was too high. Also, the fse noted that the device would not go into standby and the pressure sensor autozero failed. The fse replaced the blower assembly and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit declared a blower error (temperature too high). There was no patient involvement.